Manufacturer narrative:
Pump passed functional testing, including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime, system sensor and no delivery tests. Pump was monitored for several days with no blank display anomaly noted. No unexpected failed battery test alarm noted. No damage found on isolation tape noted. Pump had cracked case at display window corners, battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times and the pump has a blank display. The customer's blood glucose reading was 407 mg/dl at the time of incident. Troubleshooting found that the pump was cracked along the corner of the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.